Event description:
In early 2009, the pt reported experiencing elevated blood glucose of 339-538 mg/dl over the past 2 weeks. His only symptom of elevated blood glucose is frequent urination. He stated that he does not have a normal blood glucose range, but he likes it to be 180-140 mg/dl. The time and basal rates were set properly on the infusion device and he had not received any error messages. He stated that he has had issues with air bubbles forming in the insulin cartridge since beginning use of the infusion device. He stated that the air bubbles form a "few" hours after inserting the insulin cartridge into the infusion device. He stated that he allows insulin to warm to room temperature. He stated that he tried adjusting the piston rod to 310 units prior to insertion, but this did not resolve the issue. He switched to his backup infusion device and his blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.